Event description:
The patient reported her current pump is "digging into the hip and pressing on a nerve, which is making the front and outer region of her right thigh numb." The patient also reported that she has not been having much pain relief. The patient will follow-up with their hcp. The drug contained in the patient's pump is unknown. Additional information has been requested, but was not available at the time of this report.